Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The damaged door was identified during visual inspection. The cause of the condition was determined to be wear and tear. To correct the condition, the pump head door was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented a damaged door. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.